Event description:
Report of event was rec'd by MFR of explant of device approximately 6 months post implant due to the occurrence of "infection with skin breakdown over the pump." No other info available at this time. No response rec'd to date from repeated requests to hcp for additional info regarding status of the pt.